Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The bend was able to be confirmed. The failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, the device became kinked and hemostasis was not achieved with use of the device. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. The physician is trained in the use of the proglide device. There was no reported clinically significant delay in the procedure. No additional information was provided.